Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to hcp meter comparison. Her meter tested 199mg/dl. An hour later she tested on her hcp's meter(type unk) and received a result of 349mg/dl. She did not have any symptoms. During troubleshooting discussed control solution testing but due to unavailability of supplies a control solution test was not done. The reporter has now cleaned and coded her meter and will test new strips using fresh control and call back if there is any further problem.